Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
Caller states the use by date on the active test strip vial label is 2010-11; manufacturer's batch record confirmed the actual use by date to be 06/30/2005. No adverse event reported. Requested return of product, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.